Event description:
It as reported that seven (7) minicaps were re-used. The patient ran out of minicaps and has been using the seven that they had by cleaning them with hand sanitizer. This occurred during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.